Manufacturer narrative:
A medtronic representative reported that someone at the site fixed the "broken" clamp. It seems the screw was not seated properly, the threads were misaligned. The device is working fine now and they are not looking to replace it at this time. Not returned to manufacturer.

Event description:
A medtronic representative reported that the screw on the spine clamp instrument was stripped. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.